Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level of 500 mg/dl for two days leading up to the call. Customer stated the insulin pump would not complete the fill cannula stage. Blood glucose level at the time of the incident was 489 mg/dl. Customer stated that she would call back to complete troubleshooting. The insulin pump was not replaced or returned for analysis.